Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 23 mmol/l. The customer expressed ketones, trembling, thirst and frequent urination, as symptoms of his high blood glucose. The customer stated that he had not treated his high blood glucose yet at the time of the call. Troubleshooting was done. Advised customer to run a manual prime, and insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that he has not admitted to the hospital due to high blood glucose. Nothing further reported.